Event description:
It was reported by service report that two of the litter support brackets are broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.